Manufacturer narrative:
On 8-jun-2015, a medtronic representative went to the site to test the system. An intermittent issue was found to occur during the second spin, after the imaging system had been sitting idle for an extended period of time. A review of the log files found time-out errors on the x-ray controller. The system control board was replaced. The imaging system checkout was completed, and the reported imaging failure was resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The following part was returned to the manufacturer for analysis; however, the part did not cause the reported event and/or no functional problem was found during testing: system control board assembly (pcba) .

Event description:
A medtronic representative reported that the imaging system was being used in a spinal fusion procedure and, when the customer pressed the 3d mode button on the pendant, nothing happened. During trouble-shooting, the system was re-booted, and functionality was restored. The surgeon was able to complete the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.